Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that he device was unable to take accurate spo2 reading. Another x3 device was used. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. Fse responded to a call regarding an spo2 measurement issue. A visual inspection was performed, followed by connecting an spo2 simulator to the device. When tests were run with the simulator, the device was unable to provide an accurate spo2 reading, ruling out any fault with the spo2 probe or its cord. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 assembly. The issue was resolved by replacing the spo2 assembly. A functional test was completed, along with electrical safety testing. All tests passed, and the device is now operating as expected and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.